Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot: a manufacturing record evaluation was performed for the finished device lot number ap3514, and no non conformances / manufacturing irregularities were identified.

Event description:
It was reported that a patient underwent a dental surgery on an unknown date and suture was used. The dental surgeon observed that when suturing , the thread had broken. No adverse patient consequences were reported. Additiona information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure date? Unk. Was there any adverse consequence associated with the patient? No.